Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2013-00233 / 00239). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that a right hip revision occurred on (B)(6) 2011 and a left hip revision occurred on (B)(6) 2012 allegedly due to pain, clunking sensation, tissue/bone damage, dysfunction, loss of range of motion and elevated cocr metal ion levels. A review of invoice history confirmed all surgery dates and indicates that the head and adapter were removed during the right hip revision and that the head, adapter and cup were removed during the left revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.